Manufacturer narrative:
(B)(4). Date sent: 6/1/2021. D4: batch # u95u24. H6: component codes: others (g07); mechanical (g04). H2: additional information received: a photo was submitted for review. During the visual analysis, the following was observed: the photo shows some clips inside of a plastic jar and two scissored clips were noted and one clip was observed to be not properly closed. Only the tip of clip was noted to be closed. Based on the photo review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis below for full analysis details and conclusion. Investigation summary the product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device. Upon visual analysis of the returned sample, it was revealed that the er420 device was received with no damage to the external components. In addition, ten malformed clips were returned inside of a plastic bag. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining nine clips as intended. The event described could not be confirmed as no scissored or malformed clips were observed, the device performed without any difficulties noted, and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during lap gastrectomy, the doctor had a clip applier malfunction. The clips were crossing. Doctor pulled another clip applier and it worked fine. There were no patient consequence.